Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned as routine maintenance and found to be fully functional. No complaint was initially generated as zoll at the time was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset.

Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2012. On (B)(6) 2012, the pt received 21 appropriate treatments between 01:22:42 and 04:39:37. Approx 6 mins later at 04:45:43, the pt received another appropriate treatment during an episode of vt/vf. After delivering the treatment, the lifevest reset. Approx 4 mins later, vf was again detected at 04:49:19 and the lifevest delivered 4 more appropriate treatments. The last treatment was delivered at 04:59:32 and the post-shock rhythm was sinus bradycardia. The lifevest successfully converted the pt's arrhythmia and the pt survived the event. There was no adverse event.